Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 flush valve was replaced, and the unit was returned to service.

Event description:
The hospital reported during pre-use checkout the o2 flush button would stick when pushed in creating unwanted delivered pressure. There was no report of patient involvement.